Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. Plaintiffs post-procedure period was immediately marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2007, plaintiff was required to undergo emergency surgery to remove her right fallopian tube and ovary because her right essure coil had puncture through her fallopian tube. Follow up 28-jun-2016: quality-safety evaluation of ptc (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right essure coil had punctured through fallopian tube. She underwent emergency surgery to remove her fallopian tube and ovary, two days after insertion. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, no information regarding the insertion procedure was provided. The perforation was diagnosed two days after insertion, and the patient underwent emergency surgery. The perforation likely occurred during the insertion procedure. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs